Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015.

Event description:
The clinician reported that 5 months after the dental implant was placed, the implant had not achieved osseointegration. Clinician reports an infection. The site was grafted. There were no reported post- operative complications.

Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015.

Event description:
The clinician reported that 5 months after the dental implant was placed, the implant had not achieved osseointegration. Clinician reports an infection. The site was grafted. There were no reported post- operative complications. (B)(4)